Event description:
After the device had been advanced to the lesion in the common bile duct, the device tip appeared to be jagged on the monitor. A second device was used to complete the procedure and there were no reported clinical consequences to the pt.